Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the speedband device was set up and when attempting to deploy outside the patient, the first band correctly deployed off of the device. The next band was successfully deployed inside the patient. However, when the third band was tried to deploy, no band would deploy from the ligator cap. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2: additional information: block b5 (describe event), block d7a (sud reprocessed and reused), block e1 (initial reporter's first and last name and phone), block e3 (occupation) and block h8 usage of device) block h6: medical device problem code a050501 for the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6), 2021. During the procedure, the speedband device was set up and when attempting to deploy outside the patient, the first band correctly deployed off of the device. The next band was successfully deployed inside the patient. However, when the third band was tried to deploy, no band would deploy from the ligator cap. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was not returned. ***additional information received on (B)(6), 2022*** it was reported that the device was used in the esohagus during an esophagogastroduodenoscopy (egd) procedure. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty experienced upon setting up the device.